Manufacturer narrative:
The pump was received with an unexpected grinding noise during the rewind due to a faulty motor. The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the prime, excessive no delivery and occlusion tests due to the motor error alarms. The pump was received with operating currents within specification and passed the self test, unexpected restart error test and displacement test. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped. No cracks visible but motor sounds were loud. Customer's blood glucose was unknown. Customer declined replacement for the device. Customer agreed to return the device for analysis.